Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The healthcare provider (hcp) reported the system was explanted due to electrical shock on the left abdominal quadrant. The device system was eventually replaced. Additional information from the hcp received on (B)(6) 2015 reported there was no shocking described, but battery failure and replacement. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The patient was indicated for gastric stimulation.